Event description:
As reported: "during a nail removal, the screwdriver tip deformed. The patient had implants 20 years ago and the bone appeared to be hard."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. Device inspection revealed the following: the received lag screwdriver was visually inspected in which we can see that the threaded rod is bent in one direction and the cylindrical rod shape is also completely deformed which indicates the application of excessive force from one direction leading to deformation. The pegs are completely broken off and the broken section was not returned the breakage is brittle in a manner as the breakage area is shiny in nature the breakage happened due to the application of excessive torsional and bending load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to user-related. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during a nail removal, the screwdriver tip deformed. The patient had implants 20 years ago and the bone appeared to be hard."